Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette had oil on it. The location of the oil could not be specified. There was no known patient injury or medical intervention associated with this event. No additional information is available.